Event description:
It was reported that a patient sustained skin reddening following an MRI exam. The affected area was an approximately 24cm by 28cm area on the patient's lower back. The patient was not aware of any pain or problems during the scan, but noticed some itchiness later that evening and sought medical attention the next morning.

Manufacturer narrative:
The mr scanner system involved in this incident has been evaluated by service personnel, with no problems found. The coil has been returned for evaluation, and testing is ongoing. No problems were noted during visual inspection of the coil and internal components.